Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. When additional information is received a follow up report will be submitted.

Event description:
It was reported the outer tube burst intraoperatively. During a surgical procedure it was reported that the outer tube of the air hose burst. No staff or patient harm. No additional information has been provided. Associated medwatch: 9610612-2019-00305.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Investigation: the investigation has been carried out by the aesculap technical service (ats). The air hose was manufactured and distributed in december 2014. The labeled maintenance due date on the air hose shows "2019-03." Within our system, only one repair can be found in january 2017. No further entries in our database, therefore it is possible that the air hose has been repaired/maintained in japan directly. This is also indicated by a labeling on the air hose, which shows "ats1807jp." Tha means that a repair/maintenance took place at the ats in japan in july 2018. The outer ai hose busted on the so called schrader side (wall plug), directly after the clamping ring. The clamping ring is available in three different sizes, k-small, m-medium and g-large. There different sizes are necessary to compensate the slightly different wall thicknesses of the air hoses. Size "k" has been used for the schrader side. It was hardly possible to unclamp the clamping ring. After the unclamping, several imprints and flaws can be seen. These were probably caused when the clamping ring was pushed on during the assembly. The difficult disassembly and the mented damages may indicate that the clamping ring was chosen to small and that therefore the air hose has been pre-damaged. Batch history review: the device history records have been checked for the available lot number and found to be according to the specification valid at the time of production. No further complaints registered against the same lot number. Conclusion and root cause: the failure is probably repair/maintenance (ats) related. No CAPA necessary. Associated medwatch: 9610612-2019-00305.